Manufacturer narrative:
Investigation summary: two (2) event unit seal subassemblies were returned for evaluation with the tips of their duckbills removed. Upon inspection of the first unit, engineering noted no damage to the septum. Upon inspection of second unit, engineering noted the septum was torn and missing a portion. The missing portion of the rubber was returned and similar in shape as the hole in the septum. All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. The instructions for use (IFU) warns that extra care should be used when inserting angular and asymmetrical instruments. All instruments should be centered axially when inserted through the seal to prevent tearing. Engineering is currently working on a project to modify the septum and the shield to further prevent tearing and to protect the sealing components during instrument exchanges. This report is to follow-up to maude report# mw5056136. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole- "towards the completion of the case and prior to introducing a bag to remove the gall bladder, surgeon noticed a small black object in the patient's abdomen. He removed it. It appeared to be a piece of rubber. The scrub tech removed the top of the trocar (seal housing) and noticed that the small black object may have been part of the seal." Patient status- "no harm to patient."

Manufacturer narrative:
(B)(4).